Event description:
Scaffold thrombosis proximal to esprit ¿ patient needed reintervention and is currently hospitalized, anticipating discharge next week. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated as (B)(6) 2024. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Scaffold thrombosis proximal to esprit ¿ patient needed reintervention and is currently hospitalized, anticipating discharge next week. No additional information was provided. Subsequent to the initially filed medwatch report, additional information was received. The physician stated the patient occluded due to a lesion proximal to the scaffolds and there was a question if the patient was compliant with their plavix. He just restated that he did not believe it was from the esprit. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the electronic lot history record (elhr) and similar complaint review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The physician stated the patient occluded due to a lesion proximal to the scaffolds and there was a question if the patient was compliant with their plavix. He just restated that he did not believe it was from the esprit. The adverse patient effects are unrelated to the implanted scaffold. B5 - describe event or problem: updated. E1 - facility name updated from unknown USA to (B)(6). E1 - phone number was updated from unknown to (B)(6). H6 - codes 4607, 4641, and 4440 were removed and codes 2199 and 4582 were added.